Event description:
Boston scientific (bsc) crm received info that this right atrial (ra) lead 4135 dislodged overnight after the implant procedure. No adverse pt effects were reported during this clinical observation.